Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump and was informed to continue using it, with instructions to report back if the malfunction code recurs.